Event description:
A customer contacted beckman coulter inc. (Bec) to report receiving one leaking bottle in a box containing four 1950 ml of access wash buffer ii solution. The leak affected three additional boxes of access wash buffer ii. No injury or affect to patient or end user in association with this event was reported. A replacement was shipped to the customer.

Manufacturer narrative:
No clear root cause could be determined for this event. Bec internal identification is (B)(4).